Event description:
Patient reported right side possible rupture or possible capsular contracture with unknown baker grade, "there is pinching and pulling, loose skin on the bottom of the breast and the breast is a lot smaller than the other". Physician later confirmed baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.